Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 5 of 8 for the same event: it was reported that during an unspecified medical procedure, it was observed that eight broach-adapter-anterior devices popped open/unlocking while being used. It was not reported if there were any delays in the surgical procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: upon further review of this complaint, it was determined that there was a total of seven broach-adapter-anterior devices associated with this event. Therefore, one of the eight broach-adapter-anterior devices has been excluded from this event and in the concomitant med products and therapy dates sections of the initial report. The event numbering represented in the initial report has been updated from ¿report 5 of 8 for the same event¿ to ¿report 5 of 7 for the same event¿. If additional information should become available, a supplemental medwatch report will be submitted accordingly.